Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was having problems with the insulin pump. Customer's blood glucose was 406 mg/dl. Caller stated that the pump was telling the customer to give himself 12 units of insulin. Customer was advised to treat per health care professional's instruction and to call back in 15 minutes if they receive an alarm or if the customer's blood glucose continues to rise.